Event description:
It was reported that the pump exhibited a cassette was unattached alarm even though the device was attached. There was patient involvement, no patient injury was reported.

Manufacturer narrative:
One device was returned for analysis. Visual inspection found a damaged downstream occlusion seal. A functional test was performed and the reported issue was duplicated. The cause of the reported issue was due to the lock sensor and downstream occlusion seal. The service history review had no indication that the complaint was related to a service of the device within the review period.